Event description:
From medsun report 'while intubating with disposable laryngscope, the light was turning on and off. Unable to visualize airway. Laryngscope removed and pt. Successfully intubated with non-dispobable laryngscope'.

Manufacturer narrative:
Event was as told to manufacturer in the medsun sun report.